Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with elevated/high pacing impedance, elevated sensing integrity counter (sic), and oversensing noise. During the lead revision procedure a lead fracture was confirmed. The lead was extracted and replaced. No patient complications have been reported as a result of this event.